Manufacturer narrative:
Qn#(B)(4). One (1) cartridge of catalog number 544230 hemolok ml clips 6/cart 84/box was received used, opened with original packaging, lot # 73k1400528 was confirmed, in addition was received other packaging; without cartridge, only received tyvek with lot # 73e1400068. During visual inspection the cartridge has 4 clips loaded properly in slots and two loose clips; all clips in good condition (without damage). Failure mode not ligating was not confirmed with sample received during visual inspection. Functional inspection: 4 hem-o-lok clips were loaded into the clip applier p/n 544171, batch # 04e0800117-020; the 4 clips were loaded properly/correctly into the clip applier, no quality issues were found. The 4 clips were closed (closure test) into the appropriate media tubing p/n 06424-66 according to manufacturing procedures qip-0031tec rev. 21 & gs-0146tec rev. 07; the clips were properly/correctly closed, after the closure test. The 4 clips were reviewed/verified (pulled) to duplicate the failure mode. No quality issues were found, failure mode not ligating reported by the customer was not able to be duplicated with samples available, in addition, loose clip (2) received was tested in the same form that the 4 clips that were received in cartridge. Other remarks: samples received did not confirm the defect reported by the customer not ligating. In addition, a functional inspection was performed with clips received (6 remaining clips), the device worked properly. Therefore, corrective actions is not required at this time.

Event description:
Alleged event: the clips will not ligate. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review could not be conducted because the lot number provided leads to no information. The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the clips will not ligate. The patient's condition was reported as fine.